Manufacturer narrative:
Evaluation summary. According to the reporter, as per the additional information received, post market vigilance (pmv) led an evaluation of the device. The event report alleges the product was used in a surgical procedure. No visual or functional abnormalities were noted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. No enhancements or improvements were generated for the reported condition. Based on the evidence available, the reported condition was not confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic living donor nephrectomy procedure, the device tip broke and fell off outside the patient's cavity. The broken piece was lost on site. A new device was used to complete the procedure. The patient status is alive with no injury.